Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an express sd stented balloon catheter without the stent. The balloon was partially folded, and there were witness marks where the stent had been. The device was bloody. The tip, balloon and shaft were microscopically, tactile and visually inspected. Inspection revealed tip damage (scrape/abrasion), and numerous kinks in the shaft. The damage to the tip and blood inside the port/exit notch, is consistent to damage found when a device has been loaded onto a guide wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the anterior tibial artery. After dilatation with a 3mm angioplasty balloon, a 4.0mmx19mmx150cm express sd renal/biliary stent was selected for treatment. The stent was introduced through the moderately calcified superficial femoral artery (sfa), however, the physician experienced difficulties advancing around the mid sfa. After the device was pulled out and inspected, it was noticed that the stent was no longer on catheter. Angiography revealed that the stent was inside the sfa. The physician decided to push the stent down as far as he could to attempt deployment. However, the device somehow appeared to be somewhat crushed. Subsequently, the physician managed to push the device into the popliteal artery and decided to deploy a different stent to trap/crush the dislodged stent against the popliteal wall. The procedure was completed after that. No patient complications were reported and the patient's status was fine post-procedure.